Event description:
The cuff tore off while the catheter was being removed.

Manufacturer narrative:
The complaint was confirmed for "cuff tore off." The cause appears to be from tissue in-growth of the cuff. When catheter was removed cuff remained attached to tissue. Forceful removal of tissue adhered catheter cuff caused tearing of cuff and catheter cannula. A lot number was not provided, therefore, a review of the device history record could not be performed. Cause of cuff tearing off may have been related to patient/procedural user error.